Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received as the insulin gauge detected 0 units of insulin after loading a new cartridge. Reportedly, the customer's distributor believed the root cause of the issue was due to the customer not going through the load sequence which resulted in the insulin gauge being unable to detect the newly filled cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy.